Event description:
It was reported by service report that the siderail would not lock properly in the full upright position and the ground prong from the power cord was missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link too tight. Missing ground prong.